Event description:
It was reported that there is a fault in a new trach tube. The ring on the flange where the tube is secures with tie tapes snapped right through so the tapes came out of place. The tube was insitu when the flange snapped at the eyelet, tapes became unsecured. The patient was sat on the corers knee at the time who noticed immediately and hand held the tube in place and an emergency tube change was performed.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, device history record review could not be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the reporting manufacturer will reopen this complaint for further investigation. E4 is unknown, no information provided to date., corrected data: corrected - h1.